Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was stuck in the motor error loop during bolus/basal delivery due to motor with high current draw. Unable to confirm error alarm due to erased history file. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called because he was trying to give himself a bolus and his insulin pump alarmed motor error. The screen went blank before alarming motor error. Customer's blood glucose level is 165 mg/dl. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does use the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during a bolus delivery. The device cannot be rewound. It will need to be replaced. Customer was advised to discontinue use of the device and revert to a back up plan. Nothing further reported.